Manufacturer narrative:
(B)(4) b3: only event year known: 2024 date sent 10/30/2024 d4 batch #816c18. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage, and with the jaws and closure trigger in the close position. In addition, the knife was noted as slightly advanced, the knife reverse switch was activated and the knife returned to the home position as expected. A gst45t reload loaded on the device. The reload was received partially fired. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 816c18, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot/batch number, c9df57, and no non-conformances were identified. Additional information received: we did a stapling with the echelon. The first stapling went well. We then removed the device, cleaned it in water + wet compress as recommended, and put on a new gst reload. When we wanted to redo a stapling, the clamp engaged about 1cm, then stopped. We were able to open the clamp, but it didn't work anymore. So, we changed echelon + new gst reload. The patient is fine.

Event description:
It was reported that during a colon resection the echelon engaged but no stapling or cutting because it stopped very quickly. New echelon opened, there was no surgical delay. The procedure was successfully completed. There were no patient consequences.